Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was report reported that on multiple occasions insulin was seen leaking from the luer lock and insulin was not seen exiting the tubing. Reportedly, the customer would change the infusion set and the reported issue would resolve. At the time of the report, the customer changed the tubing two times and insulin was then seen exiting the tubing as expected. Customer's blood glucose level was not impacted.